Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2006, the patient had a history of anemia and neuropathy secondary to low copper levels. In (B)(6) 2006, the patient started to have problems with severe neuropathy and severe iron-deficiency anemia in the context of severe menorrhagia. The patient was ultimately diagnosed with absent copper levels in her blood. Copper supplementation was started and her neuropathy improved. The patient received two blood transfusions that spring and ablation to her uterus in (B)(6) 2006. The patient did not have problems with the uterine bleeding since and had not had a blood transfusion since. On (B)(6) 2010, the patient was seen in a neurology consult for right leg heaviness. The patient had previously been diagnosed with myelopathy and neuropathy secondary to severe copper deficiency three years ago (2007) and presented with a six month history of increasing sensation of heaviness involving her right leg. The patient reported that her initial presentation was an inability to walk with bilateral lower extremity numbness, left greater than right and involving both legs up to her hips, which felt heavy, "like concrete". The patient had a gradual improvement in her symptoms over six months after starting oral copper replacement therapy to the point that she was able to walk with some residual weakness in her legs, as well as having residual "heavy sensation" and numbness in her lower extremities. The patient's symptoms had remained stable over all until (B)(6) ago, when she felt the numbness in her right foot gradually progressing to initially involve her right calf then up to the knee over a (B)(6) period. The patient also had some urinary urge incontinence due to her myelopathy three years ago, but felt this had become worse during the recent (B)(6) months. The patient continued to be unsteady due to the residual neuropathy and had fallen several times, including a fall down stairs one month prior. The patient continued to be on copper replacement therapy and vitamin b12 injections for b12 deficiency, which was diagnosed at the same time three years prior. The patient's copper and b12 levels were within normal limits in (B)(6) 2009. The patient complained of diffuse back pain which had been ongoing in the last two years (since 2008), but had acutely worsened within the last (B)(6) months. Electromyogram (emg) and nerve conduction studies (ncs) in (B)(6) 2008, showed no evidence of large fiber polyneuropathy, or of lumbosacral motor radiculopathy to either leg in l3/s1 myotomes. On (B)(6) 2010, emg/ncs continued to be negative for the presence of a generalized polyneuropathy affecting the legs. On (B)(6) 2010, it was noted the patient had been wearing dentures for about 25 years and had developed her symptoms about three years ago. Her serum zinc and copper were normal, but the physician wondered if there could still be an issue with the denture cream (she used fixodent (formulation unknown)). On (B)(6) 2010, the patient had abnormal somatosensory evoked potentials, providing evidence for bilateral central lesions of somatosensory pathways sub serving the legs. On (B)(6) 2010, the patient felt her balance and legs had gotten worse and that the sensory loss in her upper legs, perineum, and buttocks had increased in intensity, so that she could barely feel below her groin folds. The patient could not feel the toilet seat on her buttocks and had no sensation during sex. The cause of her myelopathy and midline thoracic back pain was uncertain. On (B)(6) 2010, the patient found out that denture cream can have high amounts of zinc, which she could not tolerate. On (B)(6) 2010, the patient was seen for a physical medicine and rehabilitation evaluation. The patient had seen a neurosurgeon who felt her back pain was due to non-organic pathology or fibromyalgia. The patient had no evidence of spinal canal stenosis throughout the thoracic spine, but only central disc bulges at many levels. The patient had two trigger point injections in the middle trapezius. Physical therapy was initiated and mobic prescribed. This case was upgraded to medically serious assessed by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).